Event description:
Patient was revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported. Update: 3/6/2014- litigation received. Litigation alleges abnormal chromium levels. There is no new additional information that would affect the investigation this complaint was updated on: 03/17/2014. Update rec'd 1/23/15 - plaintiff¿s preliminary disclosure form was received, which identified dob. The stem is now being added for elevated metal ion levels. The complaint was updated on: 2/2/15.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).